Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving notifications for out of range hv lead impedance measurements. Chest x-ray was recommended to confirm if the pin is fully inserted into the header but noted that the only way to determine if a set screw is loose would be to open the pocket and confirm it directly. Programming changes were made, and the physician will continue to monitor the status of the lead.